Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported bilateral mild dry eye at seven months post successfully completed lasik procedure. Patient complained of dryness and discomfort being present for several months. Reporter indicated no loss of best corrected visual acuity, and soft plug inserted lower punctum. Patient is being monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to and after the date of treatment. Dry eye is a known complication of lasik and other refractive laser surgeries. Approximately 90% of corneal sensory nerves are severed during the lasik procedure and sensory nerve fibers in the cornea are important for stimulating tear production. As a result, lasik may impair tear generation resulting in dry eye. The root cause could not be identified conclusively. (B)(4).

Event description:
Additional information received from the reporter indicating upon follow up visit there was on a trace amount of dryness and patient is doing well.